Event description:
It was reported that the pt had underwent a high intensity focused ultrasound (hifu) treatment on her abdomen and flank area. The day following the procedure the pt presented with bruising and complained of pain/tenderness. The pt was advised by the mfrs clinical support that tenderness and bruising is common post treatment and that it typically resolves in a few weeks; but if the symptoms persist to seek medical care. Two months post procedure the pt reports the bruise has resolved, however, she continues to experience pain on her left flank (where her hip bone is) to the point where she cannot sleep and is limping. No details about her pain were provided as an official assessment had not been completed. Pt was advised by the MFR to seek medical care.

Manufacturer narrative:
Nothing out of the ordinary was noted with the system during the treatment. The log files from the treatment date were reviewed; no errors were detected by the system. A total of 20 decoupling events were recorded during the treatment. A decoupling event may occur due to a lack of coupling fluid between the treatment head and the body, especially if body part being treated is more rounded or insufficient coupling fluid. When the system decouples a warning message is posted on the screen and then treatment continues. Pt reports she has seen a neurologist, who has ordered a CT scan to further access her symptoms.